Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on 3/1/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA 510(k) # is k073231.

Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately erratic when comparing blood glucose results taken one after another. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 5pm. The patient manages her diabetes with an insulin pump (type/ amount not specified). It is not known if the patient made changes to her diabetes management routine. The patient reported blood glucose results of '286 and 170 mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. An hour after the alleged issue begun, the patient took more food and/ or drank a beverage; however, denied developing symptoms. The patient obtained a blood glucose result of '178 mg/dl' on another device. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient denied developing symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receives medical intervention for either of these conditions. However, this complaint is being reported because the alleged inaccuracy remained unresolved.